Event description:
The patient reported experiencing elevated blood glucose (values not provided) due to occluded infusion sets. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.

Manufacturer narrative:
A visual test, flow test, and leak tightness test were performed on the returned samples. Two used returned transfer sets were found to be occluded in the connector needle. The used head set and the three unopened transfer sets were found in accordance with product specifications. Each infusion set must be flooded according to the operating instruction before use and each infusion set is tested for flow during manufacturing. No manufacturing or product material problem could be detected.